Manufacturer narrative:
Date of event is unknown; no information has been provided to date. H4: device manufacture date is unknown, as an invalid serial number was provided. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during patient use, the tube could not be inserted. Patient adverse effects were unknown.

Manufacturer narrative:
One device was received. Per visual inspection, the drain of the main unit was damaged. The complaint was confirmed. The root cause was damage to the drain section of the main unit. It was unknown what caused the damage. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the enclosure assembly, gasket, and ac power cord. The device passed all functional tests after repair.